Manufacturer narrative:
The investigation revealed that when a plan revision is created and the ssd (source surface distance) is changed, and the revised plan is approved via rt chart, the actual ssd vs. Planned ssd is not displayed to the user during approval, nor is the in-room display ssd updated with the new planned ssd. The in-room display is then used for patient treatment set-up at different distance than calculated. This scenario could result in a treatment overdose or under dose, dependent upon the planned vs. Treated distance. A product notification letter will be sent to affected customers. All corrective action will be reported under the guidelines of 21 cfr part 806. No follow-up reports are anticipated.

Event description:
The customer created a revision of an electron plan in rt chart and then changed plan to ssd (source surface distance) in eclipse and recalculated mus. Then customer moved back to rt chart and plan approved in rt chart. When reviewing plan prior to plan approval, the customer noticed that ssd in rt chart did not match planning ssd. Because, customer changed ssd in revised electron plan, then approved in rt chart, the plan approval dialog box did not come up showing difference in actual and planning ssds. No patient injury reported, and no patient data provided. The discrepancy was caught prior to treatment.